Event description:
The bed was found in the repair area. It had a drift and the foot cylinder needed replacement.

Manufacturer narrative:
Tech replaced the foot hydraulic cylinder and the stretcher works fine now. No injuries reported.